Manufacturer narrative:
(B)(4). B3 date of event - correction. B5 describe event or problem - correction to the following statement in the initial MDR, "the report was done by tandem. Tandem stated that on (B)(6) 2025, ¿bgs¿ (blood glucose readings most likely cgm reading) 49% tir (time in range) with no readings below 70 mg/dl, and with 23% between 181-250 mg/dl.", "when the patient's mother was contacted by tandem regarding the event she stated that the patient had been admitted to the ICU after a car accident on the night of (B)(6) 2025. " and "no data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined." H2 correction, h6 type of investigation - correction, h6 investigation findings- correction, h6 investigation conclusion - correction.

Event description:
The report was done by tandem. Tandem stated that on 12/06/2025, ¿bgs¿ (blood glucose readings most likely cgm reading) 49% tir (time in range) with no readings below 70 mg/dl, and with 23% between 181-250 mg/dl. When the patient's mother was contacted by tandem regarding the event she stated that the patient had been admitted to the ICU after a car accident on the night of 12/06/2025. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The report was done by tandem. Tandem stated that on (B)(6) 2025, ¿bgs¿ (blood glucose readings most likely cgm reading) 49% tir (time in range) with no readings below 70 mg/dl, and with 23% between 181-250 mg/dl. The patient was not given a bolus for carbs and the readings went up to in the 200 mg/dl, and came back to 100 mg/dl, after auto corrections from pump. The cgm readings stopped shortly after 10:00, but it was unknown why. When the patient's mother was contacted by tandem regarding the event she stated that the patient had been admitted to the ICU after a car accident on the night of (B)(6) 2025. The time of the accident was unknown; it was not confirmed if this was before or after the cgm readings had stopped. The mother stated that the patient had already undergone multiple surgeries and had on more the day of the call. No further information was reported regarding the event. Attempts to contact the reporter for more information were unsuccessful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, app data was provided for investigation. Data investigation could not confirm the allegation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. It was found in connection with the reported allegation that on the alleged incident date, (B)(6) 2025, the estimated glucose values were in range, dropping from 206 mg/dl to 108 mg/dl between 06:56 pm and 09:41 pm. At 09:46 pm, the device began experiencing temporary sensor error. After the default 20-minute delay, from 10:06 pm to 10:16 pm, the app delivered a brief sensor issue alert with 0% volume as the vibrate only quiet mode was enabled indefinitely. At 10:21 pm, the wearable failed due to low counts aberration, and the app delivered a sensor failed alert at 0% volume as the vibrate only quiet mode was enabled indefinitely. No alerts were acknowledged during this time. The probable cause could not be determined. No additional patient or event information is available.